Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20042241, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief and that the lead was not in an ideal position. The patient underwent a lead replacement procedure and was doing well postoperatively.